Event description:
Customer reported the system will not boot, and no signal displayed on both monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos pcb and the single board computer. System operates as intended.